Event description:
The rubber part of the probe cover detached from the plastic part. No adverse event, no affect on pt.

Manufacturer narrative:
Microtek has continued to inquire regarding details of this event. It has been confirmed that this event occurred in (B)(6) . The distributor noted that "we cannot provide info about patients." Microtek's internal investigation is ongoing.